Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number qgmktl, and no non-conformances were identified. The photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: procedure and event date? Unknown. What was used to complete the procedure? Another pack of vicryl. Device return status/follow up? No product to return, however I do have pictures. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It appears that more than 1 suture/suture pieces are pictured in the photos received. Please confirm: did only 1 suture fray during the procedure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a pediatric patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture frayed. The procedure was completed with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/11/2021. Additional h3 investigation summary: two pictures were received for evaluation. Upon to visual inspection of the pictures, an empty labeled zipper tray and sutures that appears to be frayed could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/06/2021. Additional information was requested and the following was obtained: there were multiple frayed sutures. Quantity is unknown. The single complaint was reported with multiple devices. There are no additional details regarding the additional devices. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.